Event description:
It was reported that during priming with a prismaflex st100 set, an external fluid leak was observed near the spike of the access line. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation however, photographs and a video of the sample were provided for evaluation. Visual inspection observed the reported leakage from between the access line and the luer connector of the line. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.